Manufacturer narrative:
H10: of the two reported malfunctions, one was reassessed for reportability and determined to be no longer reportable. The lot number for the malfunction was provided and a lot history review was performed. The device was returned for the remaining malfunction, the investigation is confirmed for material rupture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model u357554 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.

Manufacturer narrative:
For the reported malfunctions, the devices were returned to bd for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two (2) malfunctions. A review of the reported information indicated that model u357554 pta balloon dilatation catheter allegedly experienced a material rupture. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. The patients' age, weight, and gender were not provided.